Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant hematocrit results on a 41-year-old female patient with a right percuataneous nephrolithotomy. There was no additional information at the time of this report. Return product is not available for investigation. Method: date: collect test: hgb: hct sample: I-stat, on (B)(6) 2024, ni 09:39, 65g/l 19% , a. Lab , on (B)(6) 2024, 9:50 ni , 111g/l , 34% , b. I-stat, on (B)(6) 2024, ni 10:06, 116g/l 34% , c. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-feb-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing for lot h24260 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h24260.